Event description:
Customer contacted acorn stairifts, inc. And claimed that the stairlift was stopping intermittently. When client was on her way down the stairs, client claims lift stopped and she could not get it to operate. Client exited the lift and lost her balance falling onto the floor and fracturing her right foot and right arm.